Event description:
The balloon was inserted on (B)(6) 2017. The device was scheduled for removal on (B)(6) 2018, 15 - months post insertion. When the egd was performed, there was no balloon found in the stomach. After imaging, there was no radiopaque marker seen within the gi tract. The patient had no blue/green urine and appears to be fine post-op.